Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/57 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: preoperative left ventricular thrombus and midterm outcomes following left ventricular assist device support. Journal of clinical medicine. 2026. 15, 3322. Doi: 10.3390/jcm15093322 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of preoperative left ventricular thrombus (lvt) in patients undergoing durable left ven tricular assist device (vad) implantation. Lvt was defined as a distinct echo dense mass within the left ventricular cavity, adjacent to but acoustically distinct from the endocardium, and visible in at least two orthogonal imaging planes. There were two groups, those with preoperative lvt and those without. All patients with lvt had complete removal of the thrombotic material during the implant procedure. The authors described patients in both groups who experienced postoperative ischemic stroke, postoperative pump thrombosis which showed evidence of hemolysis, increased power consumption, abnormal pump parameters, and required thrombolysis or pump exchange, driveline infection with symptoms of erythema, warmth, tenderness, or purulent discharge and required antibiotics, bloodstream infection with signs of systemic infection which required targeted antibiotics, and postoperative ventricular fibrillation (vf) or ventricular tachycardia (vt) which required medical treatment or electrical cardioversion/defibrillation. There was one postoperative hemorrhagic stroke defined as any intracranial hemorrhage, and one left atrial thrombus in the lvt group. Strokes were confirmed by computerized tomography (CT) or magnetic resonance imaging (MRI) with cerebral infarction. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.